Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported failure was confirmed by the technical support. The customer contacted olympus technical assistance support (tac) via other source. Troubleshooting of swapping out the video processor was determined that the device was getting black lines across the video image. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center displayed black lines across the video image. There was no patient involvement.